Manufacturer narrative:
It was reported that a rotaflow displayed the error message ¿head error¿ when exceeding 1000 rpm (revolutions per minute). The failure occurred during patient treatment. The affected rotaflow console (rfc) and the rotaflow drive (rfd) was investigated by a getinge service technician and the reported "head error" could be confirmed. The rfc control board kit (article number 701034051) has been replaced on the rfc. The affected rotaflow drive has been replaced with a new drive s/n (B)(6). The old drive was scrabbed and the unit is back in use. Based on these investigation results the reported failure "head error" could be confirmed. The most probable root cause for the reported failure "head error" could be determined as: - the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. Rotaflow console: the rotaflow console was manufactured on 2020-02-04. The review of the non-conformities was performed on 2023-10-26 and during the period from 2020-02-04 to 2023-03-27 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Rotaflow drive: the serial number of the rotaflow drive could not be provided by customer, as they scrapped the drive directly. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up will be submitted when additional information become available.

Event description:
It was reported that a rotaflow displayed the error message ¿head error¿ when exceeding 1000 rpm (revolutions per minute). The failure occurred during patient treatment. The affected device was exchanged during use. No harm to any person has been reported. Complaint ID: (B)(4).